Manufacturer narrative:
Physician has indicated event was not related to the boomerang device. Patient is subject in boomerang pluswire diagnostic trial and medical records of hospitalization unavailable until after patient discharge.

Event description:
Patient is a female who had diagnostic cardiac cath in 2007. Hemostasis was obtained at right femoral arteriotomy site with the boomerang pluswire and manual compression without incident. Patient was discharged that same day without signs of access site complications. On returning home from her cath, patient elected to attend grandson's graduation party instead of resting. While at the party, she noticed severe right groin pain with swelling. She presented to the ER where hematoma and pseudoaneurysm were diagnosed. The physician elected initially to treat patient conservatively with bedrest. Patient ambulated to bathroom following ultrasound with subsequent worsening of the hematoma despite use of sand bag and ice. Due to increasing size of the pseudoaneurysm, patient underwent surgical repair the next day and was discharged home three days later with a jp drain in the right groin. The patient was readmitted to hospital later that month with increasing confusion. Her workup revealed sepsis from the infected right groin and drain, mild anemia, new heart conduction defect and right groin cellulitis she underwent surgical debridement of the right groin. Cultures of wound grew mrsa. Antibiotic (vancomycin) treatment was instituted; patient responded well. The next month, she was discharged home on vancomycin and wound dressings.